Event description:
The manufacturer received a complaint of ¿alarm service required¿ for a trilogy 202 ventilator. The device was not reported to be in patient use at the time of the event, and no patient involvement was reported. The trilogy 202 was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, it was noted that multiple service-required error codes were identified, indicating oxygen blending module (obm)¿related faults and loss of communication between the host and the obm, which may impact therapy delivery. The obm printed circuit assembly (pca) was replaced to resolve the issue. A final report is being submitted. If new information becomes available, a follow-up/supplemental report will be completed.